Event description:
It was reported that leakage occurred during use with a bd syringe s2¿ 5ml. The following information was provided by the initial reporter, "customer indicates that the syringe is leaking on the plunger. So she draws air, the liquid escapes from the plunger. This has also happened with blood (5ml version). There was no patient damage, but various blood tests and medication had to be discarded. This has happened in anesthetics as well as in the anesthesia intensive care unit."

Manufacturer narrative:
Investigation summary: bd has been provided with a photo and samples for catalog 309050 to investigate for this record. The visual examination of the photo shows a leakage through the plunger rod. A leakage test was performed with the returned samples and did not present the leakage defect. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection, no corrective actions are required at this time. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: after the evaluation of the received picture of the affected sample, bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. We can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products, considering our in-coming and in-process inspection, no actions are required.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd syringe s2¿ 5ml. The following information was provided by the initial reporter, "customer indicates that the syringe is leaking on the plunger. So she draws air, the liquid escapes from the plunger. This has also happened with blood (5ml version). There was no patient damage, but various blood tests and medication had to be discarded. This has happened in anesthetics as well as in the anesthesia intensive care unit."